Event description:
Caller reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support provided complete pump reset information and assisted the caller with resetting the pump, customer will resume insulin after call.